Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering has reviewed the case description and the analysis of the returned product. Analysis of the returned guide wire noted the core was separated at the distal end of the hypotube. There was no core material visible in the hypotube at the separation. The separated portion, including the tip was not returned. There was a kink in the core at the proximal end of the hypotube. There was a bend in the hypotube 9 cm proximal to the proximal end of the hypotube. There were 2 bends on the proximal end of the guide wire. The noted kink and bends in the hypotube and core were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. Scanning electron microscopy (sem) analysis of the guide wire suggests that the failure mechanism of the core fracture could not be determined. The core fractured within the hypotube and the fracture surface could not be viewed with the sem. The distal half of the fracture was not returned. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. In this case, the reported guide wire separation was likely the result of when the technician reportedly yanked on the guide wire to remove it from the catheter and the guide wire broke in half. Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, the reported resistance could not be determined. The outer diameter of the core proximal to the hypotube was measured and met manufacturing criteria. The balloon catheter used during the procedure was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that during a long procedure, the balance middleweight (bmw) universal ii guide wire (gw) locked up with the catheter. Both devices were removed together as a unit. Once outside the patient, one of the techs yanked on the gw to remove it from the catheter and broke the gw in half. The physician confirmed there was no separation during use; therefore, none of the gw remained in the patient. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.